Manufacturer narrative:
The ipg was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this ipg was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ipg functions to be as specified. The returned device data were analyzed thoroughly. The follow-up data from august 28th, 2025 at 11:20 h documents that a manual right ventricular threshold test in vvi mode was started at 11:41 h. The test start value was 3.5 v with an impulse value of 3. The freeze image shows ineffective right ventricular stimulation for around 4 sec during the test. Intermittent loss of capture was already observed at 1.0 v right ventricular pacing amplitude. Afterwards the pacing amplitude was lowered further to 0.9 v and 0.8 v. Thus, right ventricular stimulation was ineffective three times with 0.9 v and three times with 0.8 v. After that, the test algorithm switched to the start test amplitude, as expected and specified. After the selection of the 1.1 v threshold value the communication was interrupted. The root cause of this communication disturbance cannot be determined. External sources of interference may be considered. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from sub-threshold right ventricular pacing during the manual pacing threshold test. The data documented a normal and expected ipg behavior.

Event description:
It was reported that during the stimulation threshold test, the telemetry connection was interrupted, and at the same moment, the patient experienced presyncope. After exiting the test mode, the device resumed functioning in the permanent program.